Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Further investigation was not able to be performed. The serial number of the cycler used was unknown, therefore an investigation of the device manufacturing records was unable to be conducted by the manufacturer. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. The etiology of the event is unknown, therefore causality cannot be determined. However, there is no documentation or indication the liberty select cycler caused or contributed to the adverse event. Additionally, there is no allegation of a malfunction or of the machine failing to perform as expected in relation to this event. Additionally, it is known that peritoneal dialysis treatments are associated with a high risk for peritoneal infection. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A follow-up e-mail was received regarding a separate event, and revealed a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. The peritoneal dialysis registered nurse (pdrn) reported the patient¿s peritoneal effluent fluid cultures were positive for coagulase negative-staphylococcus. The cause of the peritonitis is unknown, however the patient was treated with ancef 1 gram x 21 days (frequency and route unknown) and fortaz 1 gram x 21 days with good effect. Reportedly the follow-up cultures were negative; and the patient continued pd therapy. No additional information is available at this time.